Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the right cylinder was noted. Cylinder and pump were removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the right cylinder was noted. Cylinder and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. A hole and broken fabric threads were noted in the proximal end of the component, along with wear at fold in the proximal, middle and distal portions of the cylinder. In addition, a leak from wear in its proximal end was identified. The pump was microscopically inspected, leak and functionally tested. Upon microscopic evaluation, no damage or abnormalities were noted. Additionally, no leaks were identified in the component. However, the pump did not pass activation test during functional examination. Based on the information available and analysis results, the leak identified in the cylinder could have caused or contributed to the reported clinical observations. In addition, the pump not passing functional testing could affect product performance. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4).